Event description:
During a pta/stenting treatment procedure, the proximal end of the kayak guidewire was too thick. The physician was unable to advance a wallstent over the guidewire. The pt was asymptomatic during this event. The kayak guidewire was removed and replaced with another guidewire of the same type to complete the procedure. No pt injuries or complication were reported. Pt status is reported as 'fine'.